Event description:
It was reported that during a remote follow up, p-wave oversensing was noted on the device. Reprogramming of the device was advised to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition.